Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio2: 5.1, inratio2: 2.1; inratio2: 1.2. Patient's target therapeutic range is 2.0-3.0. All results done within 30 minutes.

Manufacturer narrative:
Investigation pending.